Manufacturer narrative:
(B)(4). The product is not available to be returned. A review of the manufacturing documentation associated with this lot 17592974 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported a saber 4 mm 2 cm 90 was used for a post inflation after a stent was implanted. The lesion was severely calcified, and the product ruptured at 10 atmospheres (atm). The product probably ruptured at the location where calcification was prominent. Therefore, it was replaced with another high pressure balloon, and the inflation was succeeded. Initial preparation had no anomalies. The lesion was the right-iliac artery. The product will not be returned as the patient had infectious disease. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The lesion was the right iliac artery. The lesion was severely calcified vessel tortuosity was severe and the percentage of stenosis was 90%. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not in an acute bend. The balloon inflated normally. The maximum inflation pressure was at 10 atm. The product was removed intact (in one piece) from the patient. The patients is currently doing fine. Additional procedural details were requested but are unknown.

Manufacturer narrative:
As reported, a 4x20mm 90cm saber percutaneous transluminal angioplasty (pta) catheter was used for a post inflation after a stent was implanted. However, the lesion was severely calcified and the product ruptured at ten (10) atmospheres (atm). It was reported that the product probably ruptured at a location where the calcification was prominent. Therefore, it was replaced with another high pressure balloon, and the inflation was successful. The patients is currently doing fine. The lesion was the right iliac artery. The lesion was severely calcified vessel tortuosity was severe and the percentage of stenosis was 90%. The device was not used for a chronic total occlusion (total occlusion >3 months). Initial preparation had no anomalies. The lesion was the right-iliac artery. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when it was removed from its packaging. The device was properly prepped, and prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not in an acute bend. The balloon inflated normally. The maximum inflation pressure was at 10 atm. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17592974 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (severely calcified lesion with 90% stenosis and severe tortuosity) and procedural/handling factors may have contributed to the reported event as calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.